Manufacturer narrative:
(B)(4). Upon follow up it was reported that treatment with the antibiotic therapy was discontinued twenty-two days after initiation. Six days after the antibiotic completion the patient went to hospital to ¿routine control¿ and had been told that ¿everything was alright¿. The patient stated that the pd therapy was ¿continuing as before¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient did not wear gloves while performing peritoneal dialysis (pd) therapy but used unspecified disinfectants instead. It was also reported that the patient did not wear a mask regularly because it was uncomfortable. However, the patient now wears a mask regularly while performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "environmental factors like hands and breath". It was also reported the patient was involved with "lack of hand hygiene and decreased access to masks". The peritonitis was manifested by "slight pain". The patient reported they "went to hospital every day for control"; however, it was not reported if the patient was admitted for the event. The same day as onset, the patient began treatment with unspecified antibiotics in "injection form" for two weeks (dose and frequency not reported) and parol as analgesic (dose, route, frequency and duration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. The patient was recovered. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.